Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No radiographs or photographs provided to confirm the reported event. No revision procedure is planned at this time. No alleged product malfunction, the neuro vision monitor 5 disposable harness was physically damaged. Root cause cannot be identified at this time. Labeling review: potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; dysphagia; dysphonia; dural tear or csf leak; esophageal injury; worsened neurologic status; vertebral artery injury; pulmonary emboli; loss of sensory and/or motor function; impotence; and permanent pain and/or deformity. Rarely, some complications may be fatal. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence, neurological, vascular or visceral injury, spinal cord or nerve root, injury (particularly c5) due to over-distraction, nerve damage due to surgical trauma, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding, pain, discomfort or abnormal sensations due to the presence of the device, bursitis, dural leak, paralysis". The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient". The nvm5 system is a medical device that is intended for intraoperative neurophysiologic monitoring during spinal surgery. The device provides information directly to the surgeon, to help assess a patient's neurophysiologic status. Nvm5 provides this information by electrically stimulating nerves via electrodes located on surgical accessories and monitoring electromyography (emg), trans cranial or lumbar motor evoked potential (mep), or somatosensory evoked potential (ssep) responses of nerves". Left in-situ.

Event description:
On (B)(6) 2017, a patient underwent a posterior osteotomy at t12 level followed by a lateral corpectomy at t12. During the body position change the neuro vision monitor 5 disposable harness was pressed leaving only electromyography monitoring for the remainder of the case. No other reported complications were reported or observed. Post operatively the patient experience bi-lateral lower limb paralysis. On (B)(6) 2017, a follow up CT examination reported no findings. No revision procedure is planned at this time.